Event description:
Facility reported faulty air-in-line alarms. Facility was doing validity checking since they had been getting the false error for an unk reason. The air-in-line alarm did not activate during the testing. But, during the testing, the facility deliberately put air into it and it did not alarm either. Saline was used during the injection.

Manufacturer narrative:
Device eval results: the air-in-line sensor was replaced.